Event description:
The pt dropped his flows and became hypoxemic overnight. He was taken to the operating room and tee revealed a possible thrombus in right sided neo-atrium consistent with right sided outflow and/ or left sided inflow obstruction.